Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal end/electrodes of the lead were bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead exhibited a helix failure. The ra lead was attempted but not used. No patient complications have been reported as a result of this event.